Event description:
A health care provider (hcp) reported via a manufacturer representative that the lead was found to be faulty prior to implant. When the hcp opened the lead package, they saw that the stylet was not fully inserted into the lead. The hcp decided not to use or implant the lead. No environmental factors led to the issue. The hcp through the issue was false handling during the packaging process. A new lead was used and the issue was resolved. There was no patient involvement in the event. No patient complications were anticipated.

Manufacturer narrative:
Product analysis: product ID: 3387-40. Analysis identified the insulation was broken under the #0 connector at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code replaces previous codes of type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.